Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of peritoneal dialysis therapy. During troubleshooting the patient stated that there was a loose connection on the heater bag. The technical service representative assisted the patient with ending therapy. The patient stated they would end therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem is the loose connection on the heater bag. Should additional relevant information become available, a supplemental report will be submitted.